Event description:
Mother reported that the insulin pump alarmed button error and the numbers on the display are going round and round. Customer's blood glucose reading at the time of the call was 189 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. No unexpected numbers ramping/scrolling anomaly was noted. The insulin pump was also received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.